Manufacturer narrative:
The review of our complaint file indicated that it was the fourth time such a defect was reported on lot 05f1675g of prisma m100 preset. The access pod is working under negative pressure during treatment. In these conditions, there is no possibility that a rupture of the pod led to an external blood leak. During unloading the set from the machine, the pressure becomes positive in the access pod because the pump is rotating counterclockwise. The investigation of this complaint led us to conclude that the overpressure in the extra-corporeal blood circuit, in combination with an insufficient welding of the pod, resulted in the external blood leak reported by complainant. We considered there was no patient's safety issue because the incident occurred during unloading of the prisma set, after disconnection of the patient, which means at the end of the treatment. However, even if this incident did not represent a risk for the patient, it could have presented a risk of infection/contamination for the nurse or third persons in case of contact with the external blood leak. For this reason, we decided to report this case as an MDR. Incidents related to potentially defective pods are being investigated by the company, together with our subcontractor (manufacturer of the pods) to identify the root causes and implement corrective actions. The preliminary investigations allowed us to conclude that the excessive fragility of the pods comes from a poor/insufficient welding of the retainer to the body of the pods. Immediate actions were taken by gambro industries and the subcontractor to re-define the criteria to sort out the pods from the current production and reject all potentially defective units. In the meantime, our subcontractor has decided to launch the revalidation of their ultra-sonic welding process.

Event description:
Incident reported in canada. We have had two more problems with this lot number and access pods. One during priming, and the other was found when removing the set that has been on a patient for two days. When we removed the set, the pod behind was wet. I cut on the access pod for examination. Sample available but not received.